Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on (B)(6) 2021 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9259101. Customer states that one syringe had no needle when shield was removed. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9259101. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200848397, 200847522] noted that did not pertain to the complaint. There was one (1) notification [200841167] noted for out of spec shield pulls. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs hub separated. The following information was provided by the initial reporter: material no. 328468 batch no. 9259101. It was reported that one syringe had no needle when shield was removed.